Manufacturer narrative:
(B)(4). B5: describe event or problem ¿subsequent to initial. D4: lot no, exp date, UDI no - correction. G3: date received by manufacturer - additional. H4: mfg date- correction. H2: additional information/correction. H10: corrected data.

Event description:
Subsequent to initial MDR, a correction is required.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).